Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A technical support specialist confirmed that the customer informed that the issue was resolved. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that the cubie failed, the entire drawer failed during the recovery attempt and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.